Manufacturer narrative:
Arjo was notified about adverse event which took place at the (B)(6) facility in the united kingdom. The customer reported that during transfer from the arjo malibu bath chair, using arjomaxi sky 600, the resident fell out from non-arjo loop sling (manufactured by invacare portugal, lda.) To the floor. The resident was examined just after the event, no injuries were noted at that time. Two days later, the resident was admitted to a hospital since caregivers suspected a fracture. One caregiver sustained an injury to back attempting to prevent the fall and had one shift off work, but no further details about the injury were provided. Complaint description indicates that the caregivers were trying to lift the patient three times. The customer did not reveal what was the reason, but the first two times the chair was lifted as well. Maxi sky 600 operating and preventive maintenance instructions (opmi, document no. 001.14150.33 rev. 2) warns: ¿before lifting the patient: make sure the sling is not caught on any obstruction (wheelchair brake or arm of the chair). If any of the above occurs lower the patient immediately and correct the problem.¿ opmi also informs: ¿arjo ceiling lifts are specifically designed for arjo ceiling rail systems, slings and accessories. Slings and accessories designed by any other manufacturer are prohibited and will prevent arjo from being able to guarantee a safe transfer.¿ the maxi sky 600 ceiling lift in combination with invacare sling was used as a system for transferring the resident and played a role in the reported event. Ceiling lift device examination shown that there were no abnormalities found that could have contribute to the alleged event, however the patient slipped out of sling and from that perspective system did not work as intended. The complaint was decided to be reportable to competent authorities due to reported patient fall and sustained serious injury.

Manufacturer narrative:
Additional information will be provided upon investigation conclusions.

Event description:
During the transfer from the malibu bath using maxi sky 600 ceiling lift and non-arjo sling, the patient slipped out. The patient was was hospitalized (because of fractured hip suspect). The caregiver sustained back injury attempting to prevent fall and had one shift off.